Event description:
It was reported that a d97120f5 pacing catheter delayed in pacing and was not captured during a tavr procedure. Catheter was exchanged for a new catheter. Introducer information not available. There were no patient injuries. Device was discarded. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. However, an investigation was initiated to assess for any manufacturing related processes which could be correlated to the lot number. A supplemental report will be forthcoming when the investigation is complete. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The complaint affected product was not returned for evaluation. Therefore, a product non-conformance or device failure associated to manufacturing or design could not be confirmed. As part of the catheter manufacturing process, 100% of the units go through an electrical continuity inspection and testing. The instructions for use (IFU) provides warnings and precautions that state "this catheter requires special techniques for insertion and removal. Electrode dislodgement may result from pulling the catheter out through the percutaneous sheath" and "avoid forceful wiping or stretching of the catheter during testing and cleaning as not to break the electrode wire circuitry. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter." A device history record review was completed and documented that device met all specifications upon distribution.